Event description:
The customer reported that cardiac troponin (accutni) no value results with instrument generated flags were generated on the access 2 immunoassay system for one patient's samples over two days. This report is one of two and represents the cardiac troponin (accutni) no value results with instrument generated flags which were generated on the access 2 immunoassay system for two same-patient samples on (B)(6) 2011. The instrument generated flag was an indeterminate flag which is indicative of a result that cannot be distinguished from a system failure. The accutni no value results were not released from the laboratory. There was no death, serious injury or modification to patient treatment associated or attributed to this event. Specific patient information was not provided by the customer. The samples were collected in heparinized plasma tubes and were centrifuged prior to testing. The samples did not appear to be hemolyzed or lipemic. Beckman coulter inc. Assessment of customer supplied data indicated the inclusion of additional patients' data. The customer did not question other patient results. These results are not regarded as erroneous.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied instrument assay performance data revealed that the s0 assay calibration standard relative light units (rlus) were higher (16,423) than the involved patient rlus (ranging between 11,049 to 11,467). The customer recalibrated the accutni assay which generated lower (10.062) rlus. Beckman coulter inc. Assessment of customer supplied instrument assay performance data revealed that all three levels of instrument assay quality control results recovered within customer established specifications during the timeframe of the event. A routine system check performed prior to the event passed within instrument specifications. A definitive root cause has not been determined to date for this event with the data provided. Mdrs associated with this event: 2122870-2012-00003, 2122870-2012-00004.